Event description:
It was reported that the right atrial (ra) lead may be experiencing loss of capture (loc). The ra electrograms appear to be ventricular in nature, raising concerns about lead positioning or function. The device is programmed in aair mode, and remote interrogation could not confirm pacing thresholds. Technical services (ts) recommended in-person evaluation due to limited remote data. The health care professional (hcp) requested a local representative to assess the device and ra lead directly. The representative for the associated non-medtronic was contacted and agreed to follow up with the clinic. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).